Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to a lead revision on (B)(6) 2019, (please see related manufacturer reference number: 1627487-2019-05562 and 1627487-2019-05563), the patient¿s ipg was placed into surgery mode. After surgery, the abbott field representative connected to the ipg and needed to run a recovery mode. The ipg was successfully recovered.